Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI# (B)(4). Note: (B)(4). Manufacturer contacted customer on 6/2/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition has improved and they are currently not experiencing any symptoms. She did however seek medical attention for 8 hours on (B)(6) 2017 at the hospital for high blood glucose readings. Customer is not sure what the reading was at the hospital. She did not receive any treatment and was told to continue taking her.

Event description:
Consumer reported complaint for hi blood glucose test results. (B)(6)( nurse) is calling on behalf of the customer. The customer is concerned with the results obtained of hi accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms but nurse is concerned with cognitive behavior. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test results of hi using true metrix meter. The test strip lot manufacturer's expiration date is 09/24/2018 and open vial date is 6/1/2017. The meter memory was not reviewed for previous test result history customer is getting the e-5 error after the sample is applied. During trouble shooting the customer was able to run a blood test and got an hi.